Manufacturer narrative:
The t:slim g4 user guide states: "the t:slim g4 insulin pump is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred during basal delivery. There was no impact to the customer's blood glucose as the pump was being used with a steroid hormone and not being used for insulin therapy. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume therapy.